Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod.

Manufacturer narrative:
The pod was received undeployed. The pod data showed that the device was deactivated by the user after first prime. The reported early needle deployment could not have occurred due to the pod having never deployed. No problem was found.